Manufacturer narrative:
(B)(4). Additional information: the device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. The device was disassembled and no anomalies were found associated with the reported issue. There were no anomalies noted with the functionality of the device. Care should be taken not to grasp excessive tissue in order to avoid improper functionality of the device.

Manufacturer narrative:
(B)(4). Additional information: the device returned is a super jaw device ((B)(4)). The event description indicated the reason for the return was the device's jaws became stuck on human tissue and had to be manually removed by the surgeon. Analysis of this device confirmed there was human tissue stuck in the jaw. Due to the presence of human tissue, the device was not removed from the bag containing it. There is no visible damage to the device. Tissue was easily freed from the jaws and the device was functionally, but not electrically checked. Further investigation will be performed.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported the doctor was performing a laparoscopic hysterectomy, had too much tissue in the jaw while attempting to dissect tissue during the open vaginal portion of the procedure and the jaws but stuck closed on the tissue. The doctor manually opened the jaws of the instrument to remove the device from tissue and used a second device to complete the case with no consequence to the patient. No vessel was in the jaws when the jaws became stuck closed.